Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was mildly tortuous and mildly calcified. After deployment of a xience xpedition 3.5 x 33 mm stent in the lesion, and during post-check angiography, a distal edge dissection was observed. Another stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.